Manufacturer narrative:
For the remaining event, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For 3 events the investigation could not identify a product problem. The cause of the events could not be determined. For 1 of these events, a review of the analyzer alarm history showed that there were a lot of sample alarms present. Frequent sample alarms are an indication of improper pre-analytical handling. For 1 event, the investigation is still ongoing. The follow up/corrective actions for 1 event was that a field engineering specialist found that the cell rinse volume was not sufficient. He exchanged the cell rinse station tubing. He also increased the gear pump pressure and exchanged the sample probe. The customer repeated some samples and was satisfied with the repeatability of the results. No follow up/corrective actions were provided for the other 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events. Erroneous low results were generated by the cobas 8000 cobas c 502 module. The events involved a total of 7 patients with low results for crp gen.3, a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c), crep2 creatinine plus ver.2 and crpl3 c-reactive protein gen.3. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.